Event description:
It was reported that a zekrya bur separated during an extraction procedure. The separated piece was surgically removed three days later.

Manufacturer narrative:
Per condition #1 of exemption, events meeting the definition of a serious injury are required to be reported. Therefore, because the separated piece was removed surgically, this event meets the criteria for reportability. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.